Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to corrosion, forceps control lever does not move smooth, grip has a scratch, forceps channel port has a dent, switch box has a scratch, air water cylinder has no color, suction cylinder has no color, r/l knob has a scratch, scope connector cover unit has a scratch, s-connector has a scratch, due to wear of angle wire, bending angle in up direction does not meet the standard value, distal end has residual liquid, adhesive around objective lens has a crack, and adhesive around light guide lens has a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the duodenovideoscope albarahn lever is stiff. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found that the distal end had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.